Manufacturer narrative:
Product complaint # (B)(4). Updated section on this report: g4, g7, h2, h6 and h10. Complaint conclusion: a report was received that shortly before the next pending refill procedure, the intraspinal catheter of the medstream 20ml drug infusion pump (914200/(B)(6)) was displaced by granulomas, resulting in under infusion of the baclofen drug. The physician stopped the pump and put the patient on oral medication in order to prevent withdrawal symptoms. The pump remains implanted in the patient and the patient is reportedly doing fine. The pump was initially implanted to treat muscle spasticity. It was reported that the pump was still filled at the time of the event and the drug concentration/mixture was verified as correct. Catheter irrigation with contrast agent had been performed to test drug resistance. The date of the patient¿s last refill is currently unknown; however, a medstream refill kit was used for the refill procedure and a medstream bolus kit was used for diagnostics. The pump did not appear damaged in any way and the septum was functional. The patient did not have a fever or experience any changes in elevation. No further information was provided. Additional information received indicated that the serial number of the medstream pump (product code: 914200) is (B)(6). The pump was implanted in the patient on (B)(6) 2011. The pump was last refilled on (B)(6) 2019 and 20ml of baclofen was placed in the pump reservoir. No further information was provided. The device has not been returned for analysis and therefore no further investigation can be performed at this time. The lot number is not known; therefore, a device history record review cannot be completed. The development of a granuloma at the tip of the implanted intraspinal catheter with associated catheter migration and under infusion of drug is a known potential complication associated with the medstream programmable infusion system and is outlined in the instructions for use (IFU) as such. The IFU states that if the presence of an inflammatory mass is suspected, a full evaluation must be performed. The IFU also warns the user to verify that catheter placement and connections are secure. Failure to adequately secure catheters in place can result in dislodgment or disconnection of the catheter or obstruction of the ports. These can cause cessation of therapy or delivery of drug to the pump pocket or subcutaneous tissue. The root cause of the granuloma and subsequent catheter displacement cannot be conclusively determined; however, the referenced literature states that there is a correlation between catheter-tip granuloma formation and catheter-tip placement in the middle thoracic spine (th5-8), previous spinal surgery, and invasive catheter testing by injecting contrast agents. With the information available and without the product available for analysis, the reported customer complaint of catheter - migration - after implant¿ could not be confirmed. The development of a granuloma at the tip of the implanted intraspinal catheter with associated catheter migration and under infusion of drug is a known potential complication associated with the medstream programmable infusion system and is outlined in the instructions for use (IFU) as such. The IFU states that if the presence of an inflammatory mass is suspected, a full evaluation must be performed. The IFU also warns the user to verify that catheter placement and connections are secure. Failure to adequately secure catheters in place can result in dislodgment or disconnection of the catheter or obstruction of the ports. These can cause cessation of therapy or delivery of drug to the pump pocket or subcutaneous tissue. The root cause of the granuloma and subsequent catheter displacement cannot be conclusively determined; however, the referenced literature states that there is a correlation between catheter-tip granuloma formation and catheter-tip placement in the middle thoracic spine (th5-8), previous spinal surgery, and invasive catheter testing by injecting contrast agents. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). An initial for the medstream 20ml drug infusion pump (manufacturer report number 3008114965-2019-01181). Based on additional information received, there was no alleged quality issue with the drug pump. Therefore, a supplemental follow up was submitted to un-report the incident. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the event occurred in 2019, however, the exact date of the event was not reported. The product catalog and lot numbers were not reported; UDI unavailable. (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report was received that shortly before the next pending refill procedure, the intraspinal catheter of the medstream 20ml drug infusion pump (914200/(B)(4)) was displaced by granulomas, resulting in underinfusion of the baclofen drug. The physician stopped the pump and put the patient on oral medication in order to prevent withdrawal symptoms. The pump remains implanted in the patient and the patient is reportedly doing fine. The pump was initially implanted to treat muscle spasticity. It was reported that the pump was still filled at the time of the event and the drug concentration/mixture was verified as correct. Catheter irrigation with contrast agent had been performed to test drug resistance. The date of the patient¿s last refill is currently unknown; however, a medstream refill kit was used for the refill procedure and a medstream bolus kit was used for diagnostics. The pump did not appear damaged in any way and the septum was functional. The patient did not have a fever or experience any changes in elevation. Additional information received on 08-oct-2019 indicated that the serial number of the medstream pump (product code: 914200) is (B)(4). The pump was implanted in the patient on (B)(6) 2011. The pump was last refilled on (B)(6) 2019 and 20ml of baclofen was placed in the pump reservoir. No further information was provided.